Event description:
The pt reported a power on reset (por) condition and had telemetry issues. The neurostimulator was not noted to be at end-of-life. The antenna locator was used and resulted in a por being displayed on recharger. It was then noted that the pt could recharge normally. Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).